Event description:
It was reported that an ilet user saw a paused insulin screen but the agent verified insulin delivery was not paused, and the user then reported a sensor glucose of 375 mg/dl after announcing a higher-than-usual carbohydrate meal that included bread, rice with raisins, and chocolate; the user had recently changed to new supplies and reported no leakage, and the agent requested a confirmatory fingerstick and a callback with supplies. Symptoms included hyperglycemia. Outcomes included counseling on troubleshooting and education with no report of hospitalization or long-term impairment. Investigation included review of device status and delivery state via available reports and remote assessment of use conditions. Investigation of this case revealed no evidence of device malfunction or component failure, and the event was consistent with postprandial hyperglycemia where the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.